Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to bent pin inside front scope video connection. It was also noted found bent video connector pin causing no image and the software (sw) needed to be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device the scope connector is broken but able to connect the devices. There was no harm or user injury reported due to the event. Upon inspection and testing of the returned device, no image was displayed due to the bent pin inside front scope video connector. This report is being submitted for the no image malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The specific root cause of the bent pin inside the front scope video connection could not be determined at this time. Olympus will continue to monitor field performance for this device.